Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the common iliac with heavy calcification. The fox cross balloon was advanced to the lesion. However, the balloon ruptured at 6 atmospheres (atm) during the first inflation. No resistance was reported during advancement or retraction. Another balloon (unspecified) was used to complete the case. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.